Manufacturer narrative:
Correction: PMA number is (B)(4) not (B)(4) as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the experienced head trauma resulting in the migration of the implant body. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.

Manufacturer narrative:
(B)(4)